Event description:
Initial glucose result 461 mg/dl. Same sample repeated gave result of 207 mg/dl. The sample was repeated an additional 5 times and gave values of 219, 209, 215, 210 and 215 mg/dl. Same sample also repeated on a different instrument using the same method and received a result close to 207 mg/dl. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.